Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e-mail that they were hospitalized with stomach virus and were admitted to the intensive care unit. Customer's blood glucose was unknown at the time of incident and was not provided in the e-mail. Customer did not indicate if they were wearing the insulin pump at the time of admittance or weather or not the pump caused them to be admitted to the hospital. No further information was given.